Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely decreased results for multiple assays generated on architect c8000 processing module for multiple patients. The result provided were: patient 1: initial sodium=119 mmol/l /repeated on c4000=136 mmol/l patient 2: initial calcium=5.6 mg/dl /repeated on other instrument=8.7 mg/dl /previous history=8.7 mg/dl. Laboratory reference range for sodium=135 to 145 mmol/l; calcium=8.8 to 10.6 mg/dl there was no reported impact to patient management.

Manufacturer narrative:
During the requested site visit, the field service representative (fsr) inspected the instrument, found the cuvette wash nozzles dripping. The fsr performed multiple troubleshooting procedures and resolved the issue by replacing the tbg, dry noz#8 to vac vlv (rohs) (7-93348-01) and tbg, vac valve to vac pmp 1 (rohs) (7-93349-02) which resolved the issue. A review of the architect c8000 processing module, serial number (B)(6) module service history revealed no additional issues of discrepant results reported. A review of complaint and trending data for the architect c8000 processing module did not identify any similar issues described in this complaint. Additionally review of complaint and trending data associated with the tbg, dry noz#8 to vac vlv (rohs) and tbg, vac valve to vac pmp 1 (rohs) did not identify an increase in complaint. The architect system operations manual provides instruction for the troubleshooting of erratic/discrepant results. The architect c8000 service and support manual, provides direction for the removal, replacement, and verification of the tbg, dry noz#8 to vac vlv (rohs) and the tbg, vac valve to vac pmp 1 (rohs). A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for either the architect c8000 processing module, serial number (B)(6), or the tbg, dry noz#8 to vac vlv (rohs) and tbg, vac valve to vac pmp 1 (rohs).

Event description:
The customer observed falsely decreased results for multiple assays generated on architect c8000 processing module for multiple patients. The result provided were: patient 1: initial sodium=119 mmol/l /repeated on c4000=136 mmol/l. Patient 2: initial calcium=5.6 mg/dl /repeated on other instrument=8.7 mg/dl /previous history=8.7 mg/dl. Laboratory reference range for sodium=135 to 145 mmol/l; calcium=8.8 to 10.6 mg/dl there was no reported impact to patient management.